Event description:
The advocate called for help with the customer's meter. While troubleshooting, the performed control tests and received results of 40 and 202 mg/dl. The normal control range was 95-131 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab confirmed high readings. The lab found the returned reagent to read an average of 12 mg/dl high, out of specification.